Event description:
A tec 7 vaporizer was returned to ge healthcare with no report of malfunction. During testing of the vaporizer in the manufacturing facility, the output of the vaporizer was noted to be low to manufacturing specifications. Ge healthcare's investigation into the reported occurrence is ongoing. A follow up report will be submitted when the investigation has been completed.